Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recently stored an untreated episode of over-sensed artifacts. Boston scientific technical services (ts) was contacted and confirmed that this was the second untreated episode with similar over-sensed artifacts. Thorough recommendations were provided for assessing the system integrity and the reproducibility of the artifacts, such as via provocative maneuvers, isometrics, and manipulations. The patient was evaluated in-clinic, and the artifacts were easily reproducible during manipulations. It was alleged that the electrode conductor had fractured and the physician elected to surgically explant and replace the electrode to resolve the event. The s-ICD device was also explanted and replaced during the procedure as it was approaching the normal elective replacement indicator (eri). No additional adverse patient effects were reported. This s-ICD system is expected to be returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recently stored an untreated episode of over-sensed artifacts. Boston scientific technical services (ts) was contacted and confirmed that this was the second untreated episode with similar over-sensed artifacts. Thorough recommendations were provided for assessing the system integrity and the reproducibility of the artifacts, such as via provocative maneuvers, isometrics, and manipulations. The patient was evaluated in-clinic, and the artifacts were easily reproducible during manipulations. It was alleged that the electrode conductor had fractured and the physician elected to surgically explant and replace the electrode to resolve the event. The s-ICD device was also explanted and replaced during the procedure as it was approaching the normal elective replacement indicator (eri). No additional adverse patient effects were reported. This s-ICD system was returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the electrode passed all testing completed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Visual inspection revealed a a benign crack in the polycin vorite notch area next to the proximal electrode cable. The crack did not extend into insulation, and resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.